Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing r-waves which resulted in false pause episodes. It was further reported the icm experienced ventricular undersensing and undersensing premature ventricular contractions (pvc) on atrial fibrillation (af) episodes. The icm remains in use. No patient complications have been reported as a result of this event.